Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19918950.

Event description:
A report was received that the patient had a serious non-device related fall that damaged her system. She experienced a loss of stimulation therapy after the fall. Two leads displayed high impedances and an x ray showed probable lead breakage. The patient underwent a lead revision procedure where the two leads were replaced. The patient is doing well post operatively and is receiving full stimulation coverage.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Lead sc-2317-70, (B)(4). Visual and x-ray inspection of the lead revealed that all cables were completely broken at the kinked location of the lead. The kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, visual inspection revealed that the lead body was cleanly cut. The distal end portion of the lead was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure. Lead sc-2317-70, sn (B)(4). Visual and x-ray inspection of the lead revealed that all cables were completely broken at the kinked location of the lead. The kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into three pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient had a serious non-device related fall that damaged her system. She experienced a loss of stimulation therapy after the fall. Two leads displayed high impedances and an x ray showed probable lead breakage. The patient underwent a lead revision procedure where the two leads were replaced. The patient is doing well post operatively and is receiving full stimulation coverage.